Manufacturer narrative:
The autopulse platform involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and serviced by zoll trained distributor at (B)(4). The defective integrated encoder gearbox was replaced to remedy the fault code 27 (encoder fault) error message. Also, the cracked top cover was replaced to address the reported physical damage. Since the issues were resolved, service was not required to be performed by zoll.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed a fault code 27 (encoder fault) error message. It was also reported that the top cover was observed to be cracked. No patient involvement.